Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient heard and audible alert and went to the emergency room. There it was found that a lead integrity alert (lia) had triggered for the right ventricular (rv) lead due to high rate non-sustained episodes and sensing integrity counter (sic). It was noted that there were short non-physiologic events, short v-vs and noise. The oversensing notes on collected episodes, sic and pocket manipulation. The patient was admitted to the hospital and the tachy detections were programmed off while a lead revision is being planned. The rv lead remains in use. No patient complications have been reported as a result of this event.